Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed.  Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced a loose connection and later acquired peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. During therapy, the connection between the patient¿s titanium adapter and minicap transfer set became loose. The patient retightened the pieces resulting in a breach in aseptic technique further specified as touch contamination. As a result, the patient experienced peritonitis requiring hospitalization. The patient was treated with vancomycin (ip, dose and frequency not reported) and an unspecified antibiotic (dose, route and frequency not reported) for the event. The patient was discharged from the hospital but readmitted a week later for an unrelated event. The patient recovered from the peritonitis and was again discharged from the hospital. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).